Event description:
Customer informed baxter international coordinator of a leak in the pca tubing at the customer site. No patient injury or medical intervention was reported at this time.

Manufacturer narrative:
Sample has been requested but not received for evaluation. Should sample become available, follow up report will be filed.